Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067, rf head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the printed circuit board was replaced and calibrated.

Event description:
It was reported there was ECG (electrocardiogram) noise. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.